Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt developed an infection and the entire system was explanted. The infection originated from around the superior incision of the s-ICD pocket. The pt had presented two days prior and upon inspection, the infection was found throughout the pocket and entire system. The pt will start antibiotics. The s-ICD will be returned, however, the lead was maintained by the hospital for culture.